Event description:
Started as a hernia in (B)(6) 2011. Months later, it reoccurred. Had doctors check it out, said it moved, had to have it repair from out side. That went ok. Asked if they took out the one that moved, he said no. Didn't like that if it could move why not take it out, so I've been in pain since. Had five surgeries in all and the pain never goes away. Had them take out one of them, the outer one. Can't take inner one out so I'm told. Testy, hurt and stomach pains, went from fit and could do anything, now can't do anything cause of the pain when can I get my life back.